Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had pain and bruising at the ipg site. The ipg is protruding, not through the skin. In turn, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.